Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that when using battery sn (B)(4), platform stopped after 5 minutes of compressions. No adverse event reported.